Event description:
A report was received from the affiliate indicating that when a healthcare worker removed the loads from the sterrad 200 after a completed cycle, she found that some loads were wet. Since the healthcare worker was not wearing waterproof gloves, she got burn. She did not see a doctor, and the symptoms subsided without treatment. The hydrogen peroxide (h2o2) contact was on the employee's finger. To treat the h2o2 contact, the employee washed the affected area with soap and water.

Manufacturer narrative:
It is unknown if the employee was trained on the use of the sterrad operating parameters, instructions for use and maintenance, safety precautions and acceptable load conditions. The frequency of exposure to the sterrad sterilizer is also unknown. At the time of this incident the sterrad sterilization cycle had completed. The h2o2 was observed after the cycle completed. Moisture was not observed prior to processing in the sterrad; only after the cycle completed. The temperature of the environment where the load instruments and materials were stored prior to processing in the sterrad is unknown. The temperature of the room, where the sterrad is located is also unknown. The reporter did not indicate if a biological indicator was in the unit, or if there are h2o2 residue samples available. The load consisted of (B)(4). Wrapping material information was not provided. It is unknown if the loads involved was re-processed. Sterrad 200 user's guide indicates; warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Possible residual hydrogen peroxide contact! Failure to ensure that instruments are completely dry before they are processed in the sterrad sterilizer may result in residual hydrogen peroxide being present on the outer surface of the load. This may cause contact burns when the surface of the load is handled.